Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: unable to obtain any further information. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure in 2017? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot #? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure/erosion first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe surgical intervention for exposure/erosion including date and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2017 and the mesh were used. The patient experienced prickling sensation due to small mesh erosion. Erosion was excised and covered over. No further information is available.